Event description:
The pt with severe, medically refractory parkinson's disease, underwent implantation of a medtronic deep brain stimulating -dbs- lead into the right subthalamic nucleus -stn- without incident. Experienced an event compatible with a generalized tonic-clonic seizure while at home. Evaluation at a local hosp, including a CT scan of the head, was unrevealing. The pt was loaded with dilantin and transferred to the med ctr. The pt was found to be at neurological baseline. The CT scan was reviewed and found to show no abnormalities. The pt was continued on dilantin, and was discharged home in good condition. Seizures are a known risk of this procedure, and the risk of seizure is included in the consent form. No changes in the protocol or consent form are deemed necessary based on this event.